Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17845. It was reported that during the device replacement procedure, the right atrial lead exhibited an insulation breach and the right ventricular lead exhibited high capture thresholds. The atrial lead was capped and replaced on (B)(6) 2019 and the ventricular lead was explanted and replaced. There were no patient consequences